Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter bent during insertion into the balloon catheter. It was noted that this caused signal issues. The mapping catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 10 applications were performed with a balloon catheter without any issue on the date of the event. The mapping catheter was not returned for investigation. Thus, the noise and kink issue could not be investigated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.